Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise in the right atrial (ra) lead channel and the presenting electrogram (egm) shows no atrial sensing, no ventricular pacing and beats labeled as premature ventricular contraction (pvc) due to atrial undersensing. Technical services (ts) reviewed the device data and discussed there is permanent atrial undersensing that appears to be due to the low sensitivity state for the atrial lead. There is also noise oversensing identified in an atrial tachy response (atr) episode. In addition, because of the atrial undersensing the crt-d is not pacing the ventricles, and there is noise observed in both ra and right ventricular (rv) leads in bipolar configuration. Additional information was provided. Troubleshooting was performed in-clinic and noise was able to be reproduced on the atrial lead when the patient touches the shoulder on the opposite side. It was also noted that the noise on the ventricular lead is due to breathing, among other things. Further recommendations were provided. The crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise in the right atrial (ra) lead channel and the presenting electrogram (egm) shows no atrial sensing, no ventricular pacing and beats labeled as premature ventricular contraction (pvc) due to atrial undersensing. Technical services (ts) reviewed the device data and discussed there is permanent atrial undersensing that appears to be due to the low sensitivity state for the atrial lead. There is also noise oversensing identified in an atrial tachy response (atr) episode. In addition, because of the atrial undersensing the crt-d is not pacing the ventricles, and there is noise observed in both ra and right ventricular (rv) leads in bipolar configuration. Troubleshooting recommendations were provided. The crt-d remains in service. No adverse patient effects were reported.